Event description:
Per the clinic, the patient was hospitalized in (B)(6) 2026 (specific duration not reported) due to swelling at the implant site. It was also reported that the patient was not responding to sound.